Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display issue. The reporter stated that the display screen was damaged. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The reporter stated that two months ago they noticed that the display screen was dim and fading and that changing the battery and contrast to the highest setting had no effect. The reporter denied any trauma or evidence of moisture to the pump and denied any lines or ink spots on the display. The reporter stated that the pump had tones and vibrations.